Event description:
It was reported to boston scientific corporation that a procedure was performed on (B)(6), 2010, using a pinnacle pelvic floor repair kit (exact type unknown) as well as an ams' mini-arc precise single-incision sling system was placed at the same time; to treat the patient's sudden urinary incontinence and pelvic organ prolapse. According to the complainant post- implantation the patient has experienced pelvic pain, dyspareunia, and infections. She was found to have mesh erosion and required further surgery to remove the mesh. (Date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.